Event description:
While trying to unlock pacer using the unlock key button, the pacer screen went blank. The pacer and sensing lights were no longer blinking. The patient experienced a syncopal episode and was unresponsive for approximately 10 seconds. The patient was asystolic for approximately 15 seconds and there was no palpable pulse. A new pacer box was connected and the patient had an immediate response of av pacing at 80, alert with bp 119/64.